Manufacturer narrative:
Final report, received date: 18-oct-2017. Received from dso, country: united states, reference no: (B)(4). Batch results were analysed and found to be within specification. Retained sample investigation confirmed the product was within the shelf life based on the stability report. No further information was received from the consumer.

Event description:
Follow-up received by reckitt benckiser on 3/27/2018. Chemical burn [chemical burn]. Epididymitis [epididymitis]. Skin had been ripped off the head and shaft [skin exfoliation] penis was red [erythema]. Burning sensation [burning sensation]. The area was getting hotter and hotter [feeling hot] testicular pain [testicular pain]. Discomfort [discomfort]. Case description: report no 1, received date: 31-jan-2017. Received from consumer relations, country: united states, reference no: (B)(4). Batch no: 1442k1. Expiry date: 30-oct-2018. Case reference number (B)(4) is a spontaneous case report sent by a consumer which refers to a male aged 46 years. It was reported that on (B)(6) 2017 (thursday), a 46 year old male patient applied ky warming liquid (half bottle) to his penis during sex for the first time, frequency single, stop date (B)(6) 2017 and duration was 1 day. He stated that within 2-3 minutes on (B)(6) 2017, he felt a burning sensation. He did not stop and continued to have sex through the discomfort. He stated that his penis was red and it looked like the skin had been ripped off the head and shaft. His fiancé did apply neosporin and it had no effect. He would be seeking medical attention on (B)(6) 2017. He denied any known allergies. After application, the shaft of his penis was burning. He continued having sexual relations and the area was getting hotter and hotter. He said there was no skin on the shaft of his penis. He said that this had ruined his life. He went to the emergency room on (B)(6) 2017 and was diagnosed with a chemical burn and given a burn cream. At the time of the report the effects was unknown and his appointment scheduled to see his hcp was not provided. It was unknown if the patient has any relevant underlying conditions or medical history. The case was deemed serious because it was classed as medically significant due to skin exfoliation. No further information was available at the time of report. Case assessment for ky warming liquid is as follows: the reported serious assessment has not been provided, case relatedness is possible / likely. The company's assessment for the case is serious with a relatedness of possible/likely and unanticipated/unlisted. Case outcome: unknown. Case status: ongoing. Report no 2, received date: 28-apr-2017. Received from dso, country: united states, reference no: (B)(4). Rb is awaiting medical records; the final report will be made available upon their receipt. The reported serious assessment has not been provided, case relatedness is possible / likely. The company's assessment for the case is serious with a relatedness of possible/likely and unanticipated/unlisted. Case outcome: unknown. Case status: ongoing. Report no 3, received date: 13-jul-2017. Received from dso, country: united states, reference no: (B)(4). Medical records are outstanding; the final report will be made available upon their receipt. Please see risk assessment report attached: supplementary document medical evaluation: medical evaluation rb-81268-2017.pdf the reported serious assessment has not been provided, case relatedness is possible / likely. The company's assessment for the case is serious with a relatedness of possible/likely and unanticipated/unlisted. Case status: ongoing. Final report, received date: 18-oct-2017. Received from dso, country: united states, reference no: (B)(4). Batch results were analysed and found to be within specification. Retained sample investigation confirmed the product was within the shelf life based on the stability report. No further information was received from the consumer. Rb has decided to close the case. Case outcome: unknown. Updated final report , received date: 27-mar-2018. Received from dso, country: united states, reference no: (B)(4). Information added / updated: event detail: "accident emergency" added. Lab data: exam. Date: ??-???-2017. Units: not applicable. Result: excoriated skin of shaft and tip of penis. Assessment: abnormal. Treatment drug: "lidocaine unknown" added. Adverse event: "testicular pain" added. Adverse event: "epididymitis" added. Treatment drug: "cipro antibiotic" added. Procedure: "l varicocelectomy" added. It was reported that patient did not have known allergies. Reporter stated that on (B)(6) 2017, patient visited emergency room. Ky use noted. It was reported that patient was diagnosed with chemical burn distal end of penis. Patient's exam revealed excoriated skin of shaft and tip of penis. Patient was prescribed lidocaine unknown topically for excoriated skin of shaft and tip of penis. It was reported that on (B)(6) 2017, patient visited emergency room and complained testicular pain which started from 1 week. Patient was prescribed cipro unknown, start date, dose, frequency, route, indication, stop date and duration were all unknown. It was reported that patient had surgery of l varicocelectomy. The case was deemed serious because it was classed as temporary or permanent functional incapacity and medically significant due to skin exfoliation. The reported serious assessment has not been provided, case relatedness is possible / likely. The company's assessment for the case is serious with a relatedness of possible/likely and unanticipated/unlisted. Case outcome: unknown. Case status: closed. Case comment: reports assessment: diagnosis: chemical burn. Reports assessment diagnosis: epididymititis.

Manufacturer narrative:
Rb is awaiting the return of the product for quality analysis and also follow up information regarding the reported incident. Upon reporting the incident, the consumer was able to provide details of the product name, batch number and expiry date, therefore, enabling rb to review the process records and release testing results from the point of initial manufacture and check retained samples for the specific batch identified. The product labelling also states that "this product contains ingredients that may cause irritation. If irritation or discomfort occurs, discontinue use and consult a doctor. This product is not a contraceptive and does not contain a spermicide. Keep out of reach of children and away from eyes and ears. Do not use if quality seal on opening is broken or missing". The company's assessment is serious with a relatedness of possible.

Event description:
Case description: report no 1, received date: 31-jan-2017. Received from consumer relations, country: united states, reference no: (B)(4). Suspect product: ky warming liquid. Batch no: 1442k1. Expiry date: 30-oct-2018. Case reference number (B)(4) is a spontaneous case report sent by a consumer which refers to a male aged (B)(6) years. It was reported that on (B)(6) 2017 (thursday), a (B)(6) year old male patient applied ky warming liquid (half bottle) to his penis during sex for the first time, frequency single, stop date (B)(6) 2017 and duration was 1 day. He stated that within 2-3 minutes on (B)(6) 2017, he felt a burning sensation. He did not stop and continued to have sex through the discomfort. He stated that his penis was red and it looked like the skin had been ripped off the head and shaft. His fiancé did apply neosporin and it had no effect. He would be seeking medical attention on (B)(6) 2017. He denied any known allergies. After application, the shaft of his penis was burning. He continued having sexual relations and the area was getting hotter and hotter. He said there was no skin on the shaft of his penis. He said that this had ruined his life. He went to the emergency room on (B)(6) 2017 and was diagnosed with a chemical burn and given a burn cream. At the time of the report the effects was unknown and his appointment scheduled to see his hcp was not provided. It was unknown if the patient has any relevant underlying conditions or medical history. The case was deemed serious because it was classed as medically significant due to skin exfoliation. No further information was available at the time of report. Case assessment for ky warming liquid is as follows: the reported serious assessment has not been provided, case relatedness is possible / likely. The company's assessment for the case is serious with a relatedness of possible/likely and unanticipated/unlisted. Case outcome: unknown. Case status: ongoing. Case comment: reports assessment: diagnosis: chemical burn.